Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was a total of seventeen (17) patients who experienced phrenic nerve palsy (pnp); all of which fully recovered. There was one (1) patient who had cardiac tamponade; which required pericardiocentesis. There was one patient who underwent stent implantation due to ¿iastrogenic femoral arterio-venous fistula.¿ there were ten (10) patients who had femoral hematomas and/or pseudoaneurysms; all with no intervention required. There were two (2) patients in which a transient ischemic attack (tia) had occurred; but did not cause any neurological disability and had resolved in 24 hours. There were ten (10) patient who had post-procedural "minimal" pericardial effusion; with no indication of treatment/resolution. There were 28 patients who had asystole/bradyarrhythmia/hypotension during/after the procedure, which resolved with the administration of medications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were no adverse events in the study related to this manufacturer's products or services.